Manufacturer narrative:
Insulin pump was received with no button response due to unlocked connector keypad connector. No unexpected alarms or audio or beep anomaly noted during testing. Unable to verify for sensor anomaly due to no button response. Insulin pump was received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that his insulin pump was alarming button error and he was unable to clear it. Customer stated that the insulin pump buttons were not responding and the alarm was not visible on the screen. No blood glucose value was provided. Advised customer to discontinue use of the insulin pump and it will be replaced. Nothing further was reported.